Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
On (B)(4) 2010, the ICD involved in this MDR was checked before the implantation procedure. The battery voltage was at 3.1v, which was considered as too low; therefore, the device was not used and returned to the manufacturer.